Event description:
Physician also reported ¿discomfort throughout the day which disturbs me psychologically, making certain activities impossible,¿ which is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device.

Event description:
Physician reported left side "pain, discomfort, deep fold, undulation of its contour, defect in the natural view of the prosthesis from the human eye¿ and rupture. Physician also reported ¿discomfort throughout the day which disturbs me psychologically, making certain activities impossible,¿ which is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side "pain, discomfort, deep fold, undulation of its contour," and rupture. Device remains implanted.